Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation as well as no stimulation sensation. A year prior to the report around christmas the patient bumped the implantable neurostimulator (ins) location by backing in to a door and the door knob made a hard connection at the battery site, and immediately since then she had shocking in the battery pocket. It started by getting little shocks almost like getting shocking in that area. It was noted she had gotten 5 or 6 over a period of three weeks. The shocks lasted for a couple seconds, long enough for the patient to notice, they weren¿t painful, but they were enough to get her attention and even woke her up one time. The locations of the symptoms were at the ins location and the patient was experiencing acute pain. It was also reported that about 11 months prior to the report the ins became depleted and the patient hadn¿t charged the implant, and the battery had been dead for about 11 months. It was noted the patient knew the device was dead because she hadn¿t had any shocks and hadn¿t had any shocks in about 11 months; the device died shortly after getting the last shock. The patient hadn¿t used the device in one year and was experiencing increased pain. She was afraid to charge but she needed to because she was in pain. The difference between a discharged and overdischarged ins were reviewed; reviewed overdischarge potential. The patient later met with the manufacturer¿s representative (rep) and an implantable neurostimulator recharger (insr) was ordered for the patient. It was noted the ins was dead. The rep. Needed to do a trickle charge. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
A week later, the company representative confirmed that the por was cleared this morning and therapy was restored. The patient was doing well.

Event description:
Follow up information received reported that the patient was to be seen next thursday ((B)(6) 2015) for the power-on-reset (por) condition that was on the ins. In addition, the patient did receive a new recharger unit as their prior one was lost. It was noted patient was not receiving therapy at the time of report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient: product ID 37752, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was not being seen until the week following this report.